Event description:
A customer contacted beckman coulter inc. (Bci) in regards to high sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) results on one patient generated on the unicel dxc 600 pro synchron chemistry analyzer. The na result was reported out of the laboratory. The sample was repeated on the same unit and an alternate unit and lower acceptable results were obtained and reported. Unknown if treatment was initiated or withheld.

Manufacturer narrative:
Qc prior to and after the event was within lab-established ranges. The customer calibrates the unit every 24 hours and ran qc every 4 hours. A bci field service engineer (fse) installed new ion-selective electrode (ise) ration pump, decontaminated the ise and replaced carbon bridge. Fse performed pmc and modification per pca report number 2050012-01/11/2010-001c. FDA recall number z-0863-2010.